Manufacturer narrative:
One ep healing abutment was returned for inspection. Visual inspection revealed moderate wear about the surface and the threads are damaged, with signs of thread compression and cold welding between the threads. The product was functionally tested, and it was confirmed that the device is too damaged to engage the first thread of the abutment with a mating implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on healing abutment placement as well as recommended torque values. In the case of ep healing abutments, it is recommended to torque at 20 ncm. Alleged event was confirmed. The device was noted to be damaged at the threads. Device availability changed from "no" to "yes" device evaluated by manufacturer: change ¿no¿ to ¿yes¿

Manufacturer narrative:
(B)(4). Device not returned for evaluation.

Event description:
It was reported that the healing abutment (tha54) was not able to be placed inside of the implant.